Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a rou-en-y procedure, while taking the first bite of tissue, the toggles jammed and the needle fell out of jaws of the device. No adverse events have been reported.